Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and a dislodgment occurred. The 95% stenosed lesion in the moderately tortuous and calcified right coronary artery was predilated with an unknown size balloon. The physician used a taxus express2 3.5x24mm drug eluting stent but encountered difficulty crossing the lesion. During the procedure, the physician found the stent was partly lifted off the balloon. The stent had been introduced and removed from the pt 2 or 3 times during the procedure. During the final attempt the physician wanted to remove the system but the "warped stent" could not be pulled back into the catheter. When the physician tried to withdraw the stent and guide catheter, the stent broke away from the balloon and was retained in the pt. The physician attempted to remove the stent but was unsuccessful. No pt complications were reported. Pt status is satisfactory.